Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 10/26/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation could not be determined. A root cause could not be determined